Event description:
It was reported that the past three times they have had snow storms coming she has had a hard time controlling her stimulation. The stimulation was stronger and she tried to turn the stimulation down but when she did it was so low she couldn¿t feel it. It was reviewed that stimulation was working even if the patient wasn¿t feeling it because her patient programmer (pp) lightning bolt shows it is on and patient felt it at a higher rate. It was noted the last snow storm occurred two weeks ago and there was another one coming this week. It was reported that the patient had an autoimmune disease and the same thing happened when she was sick causing her to feel stimulation stronger. The last time she was sick was last week and she was still sick. Emi was reviewed with the patient and it was suggested to discuss with the healthcare provider (hcp) if turning down the stimulation didn¿t resolve the issue of stimulation feeling stronger during storms or illness. Information received from the hcp reported that it was unknown if there was a 50% or greater symptom reduction. The patient had increased pain with the weather but it was not related to the device. The patient was scheduled for an appointment on (B)(6) 2014 for reevaluation. The cause of the event wasn¿t determined and was unknown and didn¿t appear to be related to the device but was going to be evaluated at the appointment. It was noted the patient hadn¿t reported any severe discomfort or device related pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97791, lot# n481337, implanted: (B)(6) 2014, product type: accessory; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).